Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the subject meter began reading inaccurately at 9:00pm on (B)(6) 2018 when he obtained an alleged inaccurate high blood glucose result of ¿253 mg/dl¿. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter stated that he manages his diabetes with humulin r and nph insulin (both self-adjusted). He reported that immediately after obtaining the alleged inaccurately high result he took 5 more units of insulin in addition to his usual 10 units in response to the result obtained and according to his sliding scale. The patient reported that later the same day, between 10:10 and 10:30pm, he developed the symptoms of feeling ¿cold and confused¿ as well as developing ¿insulin shock¿. In response to the symptoms, the patient¿s mother phoned for paramedics who attended the patient and administered a glucagon injection. The patient could not remember if a blood glucose test was performed on the paramedic¿s meter. During troubleshooting, the csr verified that the meter¿s unit of measure was set correctly at the time of testing and that the test strips had not expired. The csr walked the reporter through two control solution tests and both results fell outside of the accepted range. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical treatment for an acute low blood glucose excursion, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.